Event description:
On 07/01/08, the patient reported that she received several e4 (occlusion) message on her insulin infusion device. She said that in 2008, she woke up to an e4 message and her blood glucose reading was 490 mg/dl. She stated her normal blood glucose range is 70-110 mg/dl. Symptoms were rapid breathing, nausea and frequent urination. She said she immediately changed her infusion headset and tubing and primed her infusion device without error. She stated when she tried to perform a bolus, the device once again gave an e4 message. She stated she changed her infusion set several more times until she ran out of infusion sets but the issue continued. The following day, the patient went to her doctor for the elevated blood glucose and for a prescription for injection therapy. The patient's blood glucose levels during the call were within her normal range. The patient discarded the infusion sets at issue and did not have any available for troubleshooting. Site management was discussed with the patient and a courtesy insertion device and replacement infusion sets were sent. Further attempts to follow up were unsuccessful. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.